Event description:
This device was explanted due to eri indication and the device had met longevity estimates. Notes indicate: ¿this device was programmed to voo 60 bipolar during explant (the patient had no underlying rhythm). Loss of capture was noticed when the device was removed from the pocket, and resumed and replaced in the pocket. Post operatively the device was unable to be interrogated.¿ there were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was implanted for 81 months. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was not able to be interrogated and there was no anti-bradycardia therapy present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be fully depleted but not defective. Next, the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the anti-bradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. The memory content of the device was not restorable due to the battery depletion. Therefore, the parameters programmed while implanted and in service were not able to be determined. It has been reported that the pacemaker switched to the battery status eri in november 2011. However, the amount of charge taken from the battery was verified. After an implant duration of 81 months, the battery condition was anticipated. In summary, the battery of the pacemaker was found to be fully depleted. The electronic module was attached to an external power supply and the device was proved to be within specification. In particular the current consumption was normal. The analysis of the pacemaker revealed no indications of a material or manufacturing problem.